Event description:
It was reported early right heart failure (erhf). The patient had a right ventricular assist device (rvad) placed on (B)(6) 2026 prior to the implant. The rvad was removed on (B)(6) 2026. The patient had a cerebrovascular accident (cva) which was on the post-implant head computed tomography (CT). The patient was slow to wake. There were no patient symptoms. It was said on (B)(6) 2026, the patient had cardioembolic iso procedures and paroxysmal atrial fibrillation (paf). It was also said that there was a count for bleeding, not a gastrointestinal bleed (gib). The patient returned to the operating room for post-operation hemorrhage/cardiac tamponade. The patient received 1 fresh, frozen plasma (ffp) and 2 units of packed red blood cells (prbcs) post chest closure on (B)(6) 2026. On (B)(6) 2026, there was blood from the nasogastric tube (ngt) and an epigastric surgical drain. There was consultation for an acute upper gastrointestinal bleeding (ugib). The area of bleeding was packed in the oropharynx. The source could not be localized. On (B)(6) 2026, there was an esophagogastroduodenoscopy due to stigmata of the recent hemorrhage observed. A hemostatic powder was applied to control the bleeding. Hemostasis was achieved. On 08may2026, the patient's chest was closed. The patient had outpatient bleeding on (B)(6) 2026 after the operating room. A post-cricoid/ esophagus inlet bleeding was seen with the endoscope. There was no bleeding seen from the esophagogastroduodenoscopy.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.